Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6: all codes apply to the catheter ((B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016; product type catheter. (B)(4).

Event description:
Information was provided by a healthcare provider via a manufacturer's representative regarding an implantable intrathecal pump intended to deliver dilaudid, 15mg/ml, at 0.720 mg/day, indicated for non-malignant pain and pancreatitis. It was reported that on (B)(6) 2016, a leak was found in a catheter during a procedure. It was stated that the leak could be visualized; the healthcare provider identified the leak in the approximately the last 6-12 inches of the distal catheter near the pump attachment. It was reported that the catheter was then replaced. It was reported that the patient had leak of fluid in her abdomen near the pump site. No patient symptoms were reported. The patient's status at the time of the report was alive-no injury. Patient medical history was unknown.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis found a user-related hole in the distal end of the catheter. (B)(4).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.